Event description:
The facility's ob nurse reported an infusion pump with an 812:02 failure code that occurred during the set-up of the pump. There was report of no patient incident involving this pump. No additional information was available.